Event description:
It was reported that the patient was experiencing intermittent flow and power elevations as well as rising lactate dehydrogenase (ldh) levels; log file analysis captured multiple power elevations above 10 watts from (B)(6) 2021.

Manufacturer narrative:
Patient information and serial number were requested, but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: intermittent elevations in pump power/estimated flow were confirmed via the submitted log file data; however, a specific cause for the change in pump parameters cannot be conclusively determined. A specific cause for the elevated lactate dehydrogenase levels cannot be conclusively determined. The submitted log file contained data spanning from (B)(6) 2021 at 12:10:38 to (B)(6) 2021 at 11:32:45, per the timestamp. No notable alarms were recorded; however, intermittent elevations in pump power/estimated flow were captured throughout the log file. The patient remains ongoing on (B)(6). No further information has been provided by the account at this time. Elevated lactate dehydrogenase (ldh) can be related to a variety of patient conditions or organ related issues and available information for this complaint has no indication of, or report of, any adverse patient effect related to the left ventricular assist device (lvad). The heartmate ii left ventricular assist system instructions for use (rev. C) lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of this document addresses pump speed, power, flow, and pulsatility index. This section explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.